Manufacturer narrative:
Service visited on (B)(4) 2011 and replaced the no foam bottle as it was leaking. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that no foam bottle on unicel dxc 800 pro synchron clinical system had been leaking for the past few days. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.